Event description:
It was reported that the pt was bilaterally implanted in (B)(6) 2012. The parents noticed that the pt had no hearing sensation in the left ear. Testing in situ showed that the device was performing within normal limits. A CT scan showed that the array was out of the cochlea. On (B)(6) 2013 it was decided to perform a re-insertion surgery. Once the tympanotomy was performed, it was found that the cochlea was completely ossified. It was then decided to explant the device.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.